Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they attempted to use this device on a patient but the device did not recognize the defibrillation electrodes were connected. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer swapped to a different set of defibrillation electrodes and the device then functioned normally. The customer advised physio-control that the patient involved in the reported event is deceased; however, the device use did not contribute to the outcome of the patient as the patient was in asystole when they arrived and they immediately started CPR. Also, the previous device that was connected to the patient indicated no shock advised.